Manufacturer narrative:
Additional information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2025-27854. It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited right ventricular (rv) and left ventricular (lv) loss of capture. No intervention was reported. There were no patient consequences.